Event description:
It was reported that the patient was having persistent low flow alarms. Log file review captured a controller exchange on (B)(6) 2023 in addition to low flow events starting on (B)(6) 2023. The pump appeared to be seeing a reduction in blood volume. It was later reported that the patient was in the hospital and log files were submitted to evaluate for any abnormalities. Log file review found multiple strings of low flow alarms on (B)(6) 2023 in addition to two transient low speed advisories due to the pump set speed being momentarily set lower than the low-speed limit. A transient driveline disconnect alarm was also observed on (B)(6) 2023. Two transient no external power alarms were observed on (B)(6) 2023 and (B)(6) 2023 while connected to the power module.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Related manufacturer's report: 2916596-2023-01457.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed a driveline disconnect alarm; however, a specific cause for the event could not be conclusively determined through this evaluation. Low flow alarms were confirmed via the evaluation of the log file data provided by the account; however, a specific cause for the change in pump parameters could not be conclusively determined through this investigation. Brief low speed events were captured in the submitted log files due to the fixed speed being set below the low speed limit. The submitted log files contained relevant, overlapping data spanning from (B)(6) 2023 at 10:34:40 to (B)(6) 2023 at 07:43:05, per the timestamp. Intermittent low flow alarms were captured on (B)(6) 2023 due to the estimated pump flow hovering at 2.4 liters per minute (lpm), which was below the low flow threshold. Two transient low speed events were captured on (B)(6) 2023 at 10:39:02 and 10:44:10 due to the fixed speed being momentarily set below the low speed limit. These events resolved once the fixed speed was set above the low speed limit. A driveline disconnect resulting in a pump stop event was captured on 24jan2023 at 16:53:48. The pump resumed normal operation at the fixed speed following the reconnection of the driveline to the system controller. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use, rev. C, and the heartmate ii left ventricular assist system patient handbook, rev. C, are currently available. The instructions for use explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The instructions for use and patient handbook explain all system controller alarms and the proper actions associated with them. These documents warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. The instructions for use and patient handbook explain how to set the fixed speed and low speed limits. If the fixed speed setting is lower than the low speed limit, the pump remains at the lower speed setting. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed a driveline disconnect alarm; however, a specific cause for the event could not be conclusively determined through this evaluation. Low flow alarms were confirmed via the evaluation of the log file data provided by the account; however, a specific cause for the change in pump parameters could not be conclusively determined through this investigation. Brief low speed events were captured in the submitted log files due to the fixed speed being set below the low speed limit. The submitted log files contained relevant, overlapping data spanning from 21jan2023 at 10:34:40 to 16feb2023 at 07:43:05, per the timestamp. Intermittent low flow alarms were captured on (B)(6) 2023 due to the estimated pump flow hovering at 2.4 liters per minute (lpm), which was below the low flow threshold. Two transient low speed events were captured on (B)(6) 2023 at 10:39:02 and 10:44:10 due to the fixed speed being momentarily set below the low speed limit. These events resolved once the fixed speed was set above the low speed limit. A driveline disconnect resulting in a pump stop event was captured on (B)(6) 2023 at 16:53:48. The pump resumed normal operation at the fixed speed following the reconnection of the driveline to the system controller. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use, rev. C, and the heartmate ii left ventricular assist system patient handbook, rev. C, are currently available. The instructions for use explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The instructions for use and patient handbook explain all system controller alarms and the proper actions associated with them. These documents warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. The instructions for use and patient handbook explain how to set the fixed speed and low speed limits. If the fixed speed setting is lower than the low speed limit, the pump remains at the lower speed setting. No further information was provided. The manufacturer is closing the file on this event.